Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. The internal inspection revealed the fluid contamination in the pump and pneumatic system. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device did not meet specifications for functional or electrical testing. The cause was found to be fluid contamination the device pneumatic system & pump. Should additional relevant information become available, a supplemental report will be submitted.